Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were 332mg/dl, 199mg/dl. Tests were done <10 minutes apart with a difference of 84%. Pt did not experience any adverse events. No further info has been reported.